Event description:
Per doctor's report, patient presented for a planned transcatheter left atrial appendage closure with the watchman device. Male patient with a bmi of 29. General anesthesia was administered and he was intubated by anesthesiology. Next, percutaneous vascular access was obtained in the right femoral vein using a modified seldinger technique under ultrasound guidance with a 21g needle and micropuncture wire. Wire position in the rfv was confirmed with fluoroscopy. A short 6f sheath was used to dilate the tract. Doctor attempted to "preclose" the vein with a prostyle suture. The first device was advanced over the wire into the rfv without difficulty and the wire was removed. The lever was pulled back (footplate was opened) and the device was pulled back to the vessel wall without difficulty. The plunger was depressed but it felt as though this failed, and this was confirmed when the plunger was pulled back. The lever was lowered and there did not seem to be any resistance in doing this. Surgeon then attempted to pull back and remove the failed prostyle device but it was entirely entrapped and could not be withdrawn or advanced. Further attempts at removing the device began to cause some separation of the device between the metal portion and black/hydrophilic portion. Hemostasis was maintained and there was no bleeding. The patient remained hemodynamically stable. Vascular surgery performed a cutdown to remove the entrapped device and repair the torn vessel with suture. Upon removing the device it appears that the foot plate is at least partially "out" (or open) even though the lever appears to be all the way down.